Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified vessel in the forearm. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a shape of a pinhole was noted upon third inflation at 10 atmospheres for 1 minute. The device was removed without any issues. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition after procedure.